Manufacturer narrative:
Hemolytic anemia results from the premature destruction of red blood cells. It has multiple etiologies including autoimmune diseases, genetic disorders, infection, and drug reactions. It may be related to the valve when there is a ¿jet¿ of blood flow created like a paravalvular leak. In this case, the patient required re-admission to the hospital due to perivalvular leak leading to hemolysis anemia. Additional information has been requested from the healthcare provider. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this clinical trial patient required re-hospitalization due to perivalvular leak leading to hemolytic anemia after three (3) months from the implantation of an edwards valve in the aortic position. The native aortic valve was severely calcified. The patient required hospital re-admission, and the issue was noted as to be ongoing. Per the patient's medical notes received, the patient was discharged home. A redo surgery was scheduled. No other details were provided.

Manufacturer narrative:
Reopening case/complaint to submit a supplemental report associated with CAPA-20-00141, no changes will be made to the investigation results or trending information.